Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(4). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
Pseudarthrosis of the femoral flap necessitated a decortication-graft with hook plate osteosynthesis without changing the stem at 15 months from the initial procedure. The current complaint comes from an article that has not been published yet and transmitted to zimmer biomet clinical department.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test), therefore, the reported event could not be confirmed. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality can't be performed as the product reference and batch number was not communicated. A complaint extract was done regarding pseudarthrosis: 1 complaint (1 product), this one included, has been recorded on uption complete femoral stem, from (B)(6) 2017 to (B)(6) 2020. The complaint history, regarding the reference number, can't be performed as it was not communicated. The complaint history, regarding the batch number, can't be performed as it was not communicated. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Pseudarthrosis of the femoral flap necessitated a decortication-graft with hook plate osteosynthesis without changing the stem at 15 months from the initial procedure. The current complaint comes from an article that has not been published yet and transmitted to zimmer biomet clinical department.